Event description:
Per the clinic, the patient was administered with lidocaine with epinephrine to facilitate an abutment exchange due to skin overgrowth. The implanted device remains.

Manufacturer narrative:
(B)(4): implanted device remains.